Event description:
A voluntary medwatch report filed by ithe facility, was rec'd by varian on 09/09/04. A reported malfunction of the logic board for the clinac 2100 ex was the event. No injury occurred as a result of this event.

Manufacturer narrative:
Varian has retrieved the logic board from the facility, and is in the process of conducting testing to complete the investigation. Initial evaluation indicates that the fpga (field programable gate array) circuit board failed. No other failures of this type have been reported to varian. Based on initial investigation results of preliminary hazard analysis was conducted on 09/08/04, which resulted in the conclusion that it is not likely that a death or serious injury would occur as a result of this malfunction. There are several conditions that would need to apply and the probability of such an event is considered remote. Varian will continue investigation of the failed circuit board and will take appropriate action at the conclusion of the investigation. No follow up MDR report is anticipated at this time.